Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for the past couple of years, the therapy hadn't been helping the patient's symptoms and that sometimes the patient couldn't get to the bathroom.. The therapy was on and the patient was on program 4 at 2.2 v. Patient services asked the caller if the patient had had any falls or traumas that would have led to the issue but the caller stated it just seemed like the therapy wasn't helping anymore. Patient stated they went in last year to see their healthcare provider's (hcp's) office and they checked it out made some changes and the patient could feel it but then it "quit"(patient confirmed by "quit" they meant they no longer felt the stimulation) the patient stated they used to be able to feel the stimulation but now they didn't feel anything. Patient stated they figured since they weren't feeling the stimulation, that meant the ins wasn't working any longer and it meant that the ins battery could have died. Patient services reviewed stimulation considerations as well as device description/function, therapy expectations and ins battery longevity and programming considerations with the patient and caller. Caller said they wanted to try increasing the stimulation for now and that they would consult with the patient's hcp office about what programs they should consider if they were able to switch programs. Patient services walked the caller and patient through increasing the stimulation to a level where they felt it comfortably in their bike seat. The stimulation was at 3.4 v and they stated they had been feeling some "pinging" in the side of their vagina. Patient services wanted to note that while they were increasing the stimulation at around 3 v or so, the patient commented that it felt like it felt 'warm' by the ins s ite. They said it felt warm under the communicator and the caller suggested perhaps it was that they'd had the communicator over the patient's skin for so long, it felt warm. Patient services was unable to determine any further information and the patient said they were comfortable and that they would monitor their symptoms and follow up with their hcp office to discuss programming considerations. Patient said they would follow up with two nurse practitioners (np) at their implanting hcp's office when they went in for follow up visits.